Manufacturer narrative:
Voluntary medwatch MDR report #: mw5175836.

Event description:
Voluntary medwatch form received notes that a patient's right atrial (ra) lead exhibited oversensing noise. Technical services suggested there may be a lead insulation issue. No changes or interventions were reported; the ra lead remains in service. No adverse patient effects were reported.